Manufacturer narrative:
A supplemental report will be submitted upon final completion of the plant's investigation. This is one report involving the same patient for two separate events (incidence).

Event description:
A peritoneal dialysis patient reported having two heart attacks. A follow up call was made to the patient's peritoneal dialysis registered nurse. The nurse reported the patient's most recent heart attack was on (B)(6) 2015 but was attributed to the patient's history of high cholesterol. The patient has a history of diabetes and hypertension but no congestive heart failure. The date for the second heart attack was unknown.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.